Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a malfunction code. Tandem technical support assisted the customer with resetting the pump. The malfunction code did not reoccur. The customer's blood glucose (bg) level was 64 mg/dl and soda was consumed to address the low bg. The customer reported that a food bolus was delivered and he did not consume as many carbohydrates and was the cause of the low bg. The bg level was rising toward the target range.